Event description:
It was reported that the pt had an infection in the cerebrospinal fluid. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).